Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was needing preventative maintenance and calibration. Customer resolution and conclusion: based on the conclusion of the investigation, it was determined that this was a malfunction of the preventative maintenance and calibration. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. The device passed all required testing and was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed the defibrillation test.

Event description:
It was reported to philips that the device failed the defibrillation test and had shock equipment malfunction. There was no patient involvement.